Event description:
It was reported that ongoing intermittent occlusion alarms occurred resulting in the customer¿s blood glucose (bg) level intermittently displaying as ¿high¿; however, a specific value was not provided, nor could the customer provide specific dates when the elevated bgs occurred. Customer had not addressed bg at time of troubleshooting. Reportedly, the customer continued to use the pump for insulin therapy.